Event description:
Boston scientific received information in (B)(6) 2010 that this physician contacted technical services to report that this device had triggered end-of-life (eol) in (B)(6) 2009. This was the first time that this patient was seen in the clinic and the physician wanted to discuss the prizm advisory that was issued in 2005.

Manufacturer narrative:
Technical services discussed the advisory and recommendations. The physician reported that the device was successfully interrogated. Additionally, the physician asked about warranty considerations for replacement of this device. The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. Subsequently, boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011. Engineering calculations determined that this device did meet expected longevity. Because the device had been implanted for over 2 years after declaring eri, the battery had depleted beyond the ability to perform therapy availability testing. Based on review of the memory log, the device's functionality was determined to be normal while implanted. It was determined that the device's operation and functionality was normal while implanted.